Manufacturer narrative:
This report is submitted on (B)(6) 2018. (B)(4).

Event description:
Per the clinic, the patient experienced pain at magnet site and subsequently was treated with oral antibiotics (date and duration not reported). The implanted device remains.